Event description:
Customer reportedly obtained results of 541 mg/dl, 593 mg/dl, 188 mg/dl, 194 mg/dl, and 197 mg/dl on the compact system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info reported to indicate where comparison performed.